Event description:
It was reported that the insulin pump alarmed during normal use. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the basic occlusion, rewind and the displacement test. No rewind anomalies noted. However, unit received with loose motor support disk.